Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump despite use of multiple wall adapters. The customer's blood glucose level was 107 mg/dl. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.